Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged particles in tubing, nasal and throat irritation and skin rashes. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil is unable to assess the symptoms described in the complaint. Pil can confirm the presence of dirt/dust contaminants in the air inlet. Pil can also confirm the presence of a grey film contaminant on the front panel, rear panel, and bottom enclosure. Pil can also confirm the presence of a dark contaminant at the blower seal of the blower box that appears consistent with potential keratin observed in ER (B)(4)(v1). Pil found no evidence of sound abatement foam degradation and breakdown. The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.